Event description:
It was reported that during procedure after connection to a new generator, the chronic right ventricular (rv) lead had low pacing impedance. Programming changes were made to resolve this issue. The patient was stable before, during, and after treatment.